Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high pacing impedance. The patient fell down and broke the ribs around march. X-ray was performed and no anomalies were found on the lead. The physician decided to continue monitoring the patient.